Event description:
The following has been reported: customer reported: pump: (B)(6). On (B)(6) 2024 just got a call indicating tubing set problem, replace tubing. Tubing set was replaced without issue we need to check for overinfusion, set issues, and pump issues cassette lot# not provided no report of injuries or interruptions of therapy. A preliminary review of the logs identified the following issue: tubing set problem from clogged resistor. No pump issue. No over infusion. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root cause: a tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. Potential root cause could be related to a leak located near the cassette diaphragm due to a possible improper welding during the supplier manufacturing process. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.